Manufacturer narrative:
No conclusion could be made for the device failures.

Event description:
Sales representative reported that a surgeon experienced some difficulties when he was performing a meniscal repair using fast-fix. He was able to implant the first of six devices without issue. When he went to implant the second device, t1 deployed without issue, the t2 was placed and when the suture was tightened, t1 pulled out of the meniscus. It was determined that t1 most likely did not penetrate the capsule. A third device was then tried, t1 was placed without issue, t2 would not deploy and as the surgeon was penetrating the capsule, he pierced the patient's skin. The surgeon commented that t2 did not look like it had advanced as far as it normally does. Two additional devices were tried with the same result. Ts were removed. The surgeon completed the surgery by performing a partial menisectomy of the damaged area. It could not be confirmed if ts were left in the patient.